Manufacturer narrative:
(B)(4). One (1) stapler of catalog number 528235 visistat 35w (B)(4) was received not used, closed with original packaging, lot # 73h1400099 the sample does not match with lot # 73h1400190 the notification. During visual inspection it was observed that all components looked well assembled; without damage, staples in good condition; aligned no stuck staples in the tip of the cartridge. Functional inspection: stapler was removed the package, then stapler was fire (activated) and staples were loaded in different forms. All staples closed and released properly without problems. Sample received did not confirm the defect reported by the customer "jamming" during visual inspection. A functional inspection was performed , and a total of 37 staples were loaded, closed & released; device worked properly. Therefore, a corrective action is not required at this time. Also all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the stapler jammed. The patient's condition was reported as stable.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w (B)(4), lot number 73h1400190 investigation did not show issues related to the complaint. The device sample has been returned to the manufacturer but the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the stapler jammed. The patient's condition was reported as stable.